Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. Date of issue is an approximation. The patient stated the receiver had no readings and because they were unable to view readings on their blood sugar went low. A finger stick was performed and the patient¿s sugar was at 45 mg/dl. The patient¿s husband provided the patient with orange juice and call emergency medical technicians (emts). When they arrived, they administered the patient with glucose via intravenous (IV) therapy. At the time of contact, the patient was doing fine. No additional patient or event information is available.